Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up several episodes were found on the atrial channel. It was not possible to reproduce the noise with provocative testing. The lead remained implanted. The patient's condition was stable and there were no consequences for the patient. The patient was not pacemaker dependent and would continue to be followed-up normally.